Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the original equipment manager (OEM). The OEM performed a review of the DHR and found all records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The OEM reviewed the photo image of the device pouch and confirmed the side sealed during processing was performed properly and ruling out the potential for defected pouch shipped by the pouch supplier.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time.

Event description:
Olympus was informed that upon receipt, the sterility of roller ball electrode was found to be compromised, as the exterior packaging was damaged and the sterile packaging was unsealed. There was no patient involvement and therefore, no patient injury occurred.